Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 650-1057 cer bioloxd option hd 36mm lot 999290, 650-1068 cer option type 1 tprsleve +6 lot 907040, 010000666 g7 pps ltd acetabular shl 58g lot 3590461, 010000999 g7 screw 6.5mm x 30mm lot 3645136, 010000859 g7 neutral e1 liner 36mm g lot 3581165. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated report(s): 300280635-2017-00050, 300280635-2017-00051, 00018/25034-2017-10281.

Event description:
Patient underwent a right hip revision procedure approximately one year post-implantation due to pain. During the procedure, the acetabular liner, femoral head and stem were removed and replaced.